Manufacturer narrative:
We are waiting for additional information.

Event description:
The laser system has the following problem: "when the system is switched over to ready an error message appears: error 8".